Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024, a 15-year-old patient received an laparoscopic appendectomy due to acute appendicitis in which a just right stapler was used. The procedure was reported as successful and no issues during the original procedure and the staple line formed and sealed appropriately. The physician reported that a week later the patient developed dense adhesions at the staple line which required intervention. The physician could not provide additional information on which interventions was related to the case. No other information available.

Manufacturer narrative:
Di (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Additional information received: the procedure date is (B)(6) 2024.

Manufacturer narrative:
Please correct manufacturer address 331 south 104 street and date of event march 14th 2024.